Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman laa closure device was implanted. Twenty-four hours post procedure, a small pericardial effusion was found. It is unknown how it occurred. A pericardiocentesis was performed. The patient was stable and was discharged.